Event description:
Mother female, reported that daughter had a few infusion sets approximately a month prior, that separated at the tubing/luer connection. Motherr stated that her blood glucose level was evevated ("hi" on meter). She reported that her blood glucose level was lowered by changing the infusion set and administering an insulin injection. No hospitalization was necessary. Mother did not report any symptoms associated with the elevated blood glucose. Product was discarded, therefore it will not be returned for evaluation.